Event description:
It was reported that a dissection occurred. The patient presented for a percutaneous transluminal coronary angioplasty (ptca). A 90% stenosed lesion was located in a moderately tortuous and mildly calcified left anterior descending artery (lad). The lesion was pre-dilated with a 2.50 x 10 mm semi compliant balloon. A 2.75 x 32 mm promus elite stent was deployed to treat the target lesion. The stent was fully deployed at 11 atmospheres with no issues encountered. A 2.75 x 10 mm non-complaint balloon was used to post dilate the stent at 12 atmospheres. After the stent was post dilated, a proximal edge dissection at the proximal part of the stent was noted. Another 2.75 x 24 mm promus elite stent was deployed proximally, overlapping to cover the dissection to successfully complete the procedure. The patient was stable post procedure and fully recovered.